Event description:
It was reported that during a heavily calcified long lesion stenting procedure in the superficial femoral artery, after lesion pre-dilatation, an absolute pro stent was delivered and implanted in the distal lesion. Next, an absolute pro 6.0x100mm met resistance in the heavily calcified vessel, as it was advancing to the lesion. The physician pushed hard and the handle broke away from the shaft. The device was removed without issue. Another absolute pro was used without issue. There was no adverse patient sequela and no clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: stent planned to be implanted in the superficial femoral artery (indicated for iliac artery), excessive force applied during advancement. The device was returned for analysis. The broken handle was unable to be confirmed however the strain relief tubing was separated from the handle which is likely what was reported. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the absolute pro vascular self expanding stent system electronic instructions for use (IFU) states: the absolute pro vascular self-expanding stent system is indicated for improving luminal diameter in patients with de novo or restenotic atherosclerotic lesions in the native common iliac artery and native external iliac artery. Also, it should be noted the stent placement - precautions section of the IFU states: should unusual resistance be felt at any time, including resistance unlocking the handle or rotating the thumbwheel, during stent deployment, the entire system should be removed together with the introducer sheath or guiding catheter as a single unit. Failure to follow these instructions could result in failure to deploy, difficulties with deployment, partial stent deployment or deployment in an unintended location. Based on the reviewed information, no product deficiency was identified.